Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The device underwent inflation testing; after 12 hours, the cuff was noted to be fully inflated. The reported customer complaint was not confirmed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
It was reported that the pilot balloon immediately deflated after the cuff was inflated with air. A trach change out was performed as a result. The issue was subsequently revolved after this measure was taken. No patient injury or complications were reported in relation to this event.